Event description:
On (B)(6) 2025, a patient reported experiencing a hyperglycemic event after an infusion set change with a high bg of 285 mg/dl lasting for 3 hours. The patient removed the infusion set and noticed the cannula was bent. After installing a new infusion set, the patient's bgs dropped within range. The patient reported still not feeling well and was taken by her husband to the hospital. At the hospital, she was treated with i.v. Insulin and glucagon for euglycemic dka. The patient is doing fine and is expected to be discharged.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log review also confirmed an infusion set change at 8:30 am followed by a rise in blood glucose. As reported, the patient replaced the infusion set at 12 pm and her bgs came back into range. The patient confirmed a bent cannula with the infusion set, which contributed to this event.